Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient with light corneal haze, superficial punctate keratitis and a line in the center of her vision one month following corneal inlay procedure. The patient has not returned for further follow up.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior and after the day of treatment. The root cause could not be identified conclusively.(B)(4).